Manufacturer narrative:
Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that this device malfunction caused or contributed to the patient¿s passing as the patient was not wearing the device at the time of passing.

Event description:
The electrode belt was returned for investigation into a non-reportable patient death and did not pass incoming functional testing.